Event description:
Three customers have reported out-of-box failures of a total of 9 units. Each of these reported failures exhibited the same symptom, periodic ECG baseline offsets which could inhibit use of ECG monitor.